Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable after the supply bag fell and disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error 2240 (se) alarm that occurred on the home choice (hc) system during dwell 2 of 4. The hp stated one of the bags fell and became disconnected. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to close all the clamps to cycle power to clear alarm. The tsr advised the hp to start over with new supplies. On (B)(4) 2010, product surveillance contacted the hp who stated the bag fell while he was asleep and he wasn't sure what caused it to fall. The hp confirmed therapy has resumed without further incident. No patient injury or medical intervention was reported.